Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units the previous night, and at the time of the reported event, displayed 5 units. The customer's blood glucose level was in the 300's (mg/dl), and manual injections were used to address the bg level. It was confirmed that a new cartridge would be loaded onto the pump.